Event description:
It was reported that a manufacturer's device was placed in head about 8 years ago for occipital neuralgia-non specific migraines "but something happened with (B)(6), so they took it out". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).